Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment which could not be resolved. It was reported that the blood circuit was starting to clot so rinseback of the patient's blood was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The exact source of the air is not known. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.